Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-2324pslc-1 suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, batch 15421393, was received for evaluation. During the evaluation, it was noted that the anchor and eyelet were still on the suture. The peek anchor showed a bend in the threads near the hex head, which is a possible indication of side-loading or contact with other instruments. A functional test was performed by moving the outer molded shaft, and no resistance was encountered. The most likely cause of the reported failure is user error, including improper bone preparation, side-loading of the anchor, and/or incorrect surgical technique with the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic surgery the implant was attached to the head of the humerus as the second row in the speedbridge, unfortunately, the implant came loose at the final stage after the suture was cut. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.